Event description:
It was reported by service report that the right side rail was not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: side rail lock/latch. Conclusion: parts have been ordered to complete the repair. Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report will be submitted.